Manufacturer narrative:
Patient age at time of event: 18 years or older. Trending, and similar complaint trending review for the product family will b device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical e conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-02134 and 2134265-2016-02372. It was reported that automatic pullback failure occurred. The target lesion was located in a mildly tortuous left circumflex artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. However, the catheter stopped during pullback. The procedure was then completed with another of the same opticross catheter. No patient complications reported and the patient status is good.